Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of device: fallopian tubes") and pregnancy with contraceptive device ("post-implant pregnancy (no complications)") in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension. Concurrent conditions included uterine enlargement, metrorrhagia, menometrorrhagia and uterine leiomyoma (symptomatic). Concomitant products included levonorgestrel (mirena). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain: pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with nsaid's, paracetamol (acetaminophen) and surgery (patient underwent a transvaginal hysterectomy with bilateral salpingectomy with device removal). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea and hot flush outcome was unknown and the pelvic pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, fallopian tube perforation, hot flush, menorrhagia, menstrual disorder, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff stated that she did not experience any complications of unintended pregnancy or delivery or allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: results: multiple fibroids of the uterus. Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received. New event hot flashes, nausea were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of device: fallopian tubes") and pregnancy with contraceptive device ("post-implant pregnancy (no complications)") in a 30-year-old female patient (gravida 1) who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included uterine enlargement, metrorrhagia, menometrorrhagia and uterine leiomyoma (symptomatic). Concomitant products included levonorgestrel (mirena). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced pelvic pain ("pain: pelvic pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (patient underwent a transvaginal hysterectomy with bilateral salpingectomy with device removal). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff stated that she did not experience any complications of unintended pregnancy or delivery or allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: multiple fibroids of the uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events psychological or psychiatric problems condition: depression and mental anguish were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of device: fallopian tubes") and pregnancy with contraceptive device ("post-implant pregnancy (no complications)") in a 30-year-old female patient (gravida 1, para 0) who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included uterine enlargement, metrorrhagia, menometrorrhagia and uterine leiomyoma (symptomatic). Concomitant products included levonorgestrel (mirena). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain: pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (patient underwent a transvaginal hysterectomy with bilateral salpingectomy with device removal). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff stated that she did not experience any complications of unintended pregnancy or delivery or allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis: on (B)(6) 2015: multiple fibroids of the uterus. Most recent follow-up information incorporated above includes: on 29-may-2018: reporter information was added. This case concerns 30 year old patient. Her demographic was updated. Pregnancy outcome was updated. Her concurrent conditions were added. Lab data was added. Essure indication was amended. Essure removal date was added. Her treatment medications were added. Following events: perforation: fallopian tubes (previously reported as uterine perforation), abnormal bleeding (menorrhagia/vagina), pain: pelvic area incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of device") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (underwent a hysterectomy with device removal). Essure (ess205) was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered menstrual disorder, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.